Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03096. Additional information received identified the patient's scs leads were explanted and replaced which resolved the issues.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03096. Additional information received identified surgical intervention will be taken as the next course of action as the scs leads have migrated.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03096. It was reported the patient is no longer receiving effective stimulation and is also experiencing auto-reduction. Initially, reprogramming was able to restore effective stimulation despite low and high impedance issues. The next course of action is undetermined at this time.